Event description:
It was reported that approximately 49 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. The patient has reported mental and emotional distress for having to undergo a revision surgery, rehabilitation, past cost of medical care, future cost of medical care, and loss of earning capacity. The patient also reported pain and suffering due to the failed implant. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: 5889715 02-012-60-1425 - tru stem ext 14mm x 25mm 5861541 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5 5783958 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t 5678537 200-02-32 - three peg patella 32mm 5852960 204-70-00 - tibial stem ext. Screw. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."